Event description:
Per the speech therapist, the patient underwent surgery to explant the device on (B)(6) 2018 due to an increased number of open electrodes reported. The patient was reimplanted with a new device during the same surgery.

Manufacturer narrative:
It was reported the patient experienced infection prior to explantation and analysis of the device indicates a device failure. This report is filed on may 15, 2019.